Event description:
It was reported that leakage occurred after use with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, "butterfly needle drips blood from sheath post collection. There was no exposure blood/body fluid to phlebotomist. No photos were taken of occurrence. 8 needles have been sequestered if product is to be sent back to bd."

Manufacturer narrative:
The following fields have been updated with additional information: device available for eval? Yes. Returned to manufacturer on: (B)(6) 2020. Device returned to manufacturer: yes. Device eval by manufacturer: yes. Investigation summary: bd received 8 samples from the customer for investigation. All samples were evaluated by a submerged leak test as well as a visual for cut tubing and the indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Investigation conclusion: an evaluation of the complaint was completed and the customer's indicated failure mode for leakage was not observed. Root cause description: bd was unable to determine the root cause of the customer's issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that leakage occurred after use with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, "butterfly needle drips blood from sheath post collection. There was no exposure blood/body fluid to phlebotomist. No photos were taken of occurrence. 8 needles have been sequestered if product is to be sent back to bd."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred after use with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, "butterfly needle drips blood from sheath post collection. There was no exposure blood/body fluid to phlebotomist. No photos were taken of occurrence. 8 needles have been sequestered if product is to be sent back to bd."